Manufacturer narrative:
No conclusion code available; final analysis found power unit anomaly. The source of the anomaly is unknown.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that upon plugging in the transmitter, no lighting was seen on the screen. The prongs were removed and noted charring on one of the cords. The transmitter was plugged in again and same issue resulted. The device was returned and replaced.